Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using supplies beyond labeling as well as not properly performing the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique and insulin/cartridge labeling. The customer replaced the cartridge and resumed insulin therapy. Customer's blood glucose was in the range of 296-324 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.